Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, a mega suture cut needle driver instrument was found to be broken with a piece of the jaw missing. The instrument was reportedly not inspected prior to use. It was unknown if the instrument was broken prior to being placed into the patient or if it happened during the procedure. As a result, it was unknown if the missing jaw had fallen inside the patient's anatomy. The surgeon performed an intraoperative x-ray, and no fragment was observed in the patient's anatomy. The customer used a backup instrument to complete the procedure.

Manufacturer narrative:
The mega suture cut needle driver instrument has been requested to be returned for evaluation, but has not yet been received. Therefore, the root cause of the reported issue has not been determined. A review of the site's complaint history does not reveal any additional complaints involving this product. A review of the instrument log for the mega suture cut needle driver instrument associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The instrument was used for 1 minute. The instrument had 4 uses remaining out of 15 maximum tool uses. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. This complaint is considered a reportable event due to the following conclusion: one of the jaws of the mega suture cut needle driver instrument was noted to be missing during the procedure. It was unknown if the instrument broke prior to or during the procedure. Although an x-ray did not reveal any fragment in the patient's anatomy, the location of the missing instrument fragment remains unknown. Unintended fragments falling inside a patient's anatomy could require medical intervention to remove the fragment. Blank MDR fields: follow-up was attempted, but the relevant tests and patient medical history were unknown. The expiration date is not applicable. The product is not implantable.